Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that all conductors were distorted, all of the conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached from a clavicle-rib crush, the inner insulation was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
It was reported that the right atrial (ra) lead had low impedance, increased pacing thresholds and insulation issues. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.